Event description:
Customer reported tripping of fuse during normal operation.

Manufacturer narrative:
Conclusions - customer reported tripping of fuse during normal operation. Replacement of the fuse does not show an exceptional failure rate and an acceptable life span for this type of component. Therefore, the risk to patient health due to this type of failure is not increased and remains acceptable. There is no need for a mandatory field action.